Event description:
It was stated that the person with diabetes reported a line block alarm. She reported a glucose level of 142 mg/dl and resolved the issue by performing a complete cassette and infusion set change. The issue was resolved. The event occurred while in use with a patient. There was no patient injury.

Manufacturer narrative:
No lot number was provided; therefore, a device history record (DHR) review could not be conducted. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.